Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that the malfunction occurred when a user tried to issue medication to patient, resulting in a delay in patient care, since the user had to remove the medications from the pharmacy. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that the malfunction occurred when a user tried to issue medication to patient, resulting in a delay in patient care, since the user had to remove the medications from the pharmacy. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.2 has broken rail and drawer pulled out too far. A field service engineer (fse) replaced with a new drawer and transferred pockets to new drawer to resolve the issue. Then, the fse tested system with hardware test application and dispensing application. The system functioned as intended after the field service engineer repaired the device.